Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Caller reported the power supply to this inform ii base was melted. No adverse event reported. The power supply is not available for return, replacement sent.